Event description:
Information was received that the cadd solis vip pump not recognizing when the set is locked. No further information provided. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump had scratched and cracked screen. Based on the history log evidence, the complaint was confirmed. It was found that latch lock flex circuit was not recognizing lock position. The root cause could not be identified.